Event description:
Reference number (B)(4). Event occurred in the united states. On 26th aug 2024, patient reported kinked cannula. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.